Event description:
Dealer states that the rating for the chair does not hold up, that the seats are ripping at the point of connection dealer states these are being used as a facility. Dealer no longer wants this chair and no replacements are being sent. See original RMA (B)(4) where all 11 chairs were replaced. The dealer feels this creates a hazard to the customers. No further information provided.